Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative regarding a male patient who was receiving dilaudid 10mg/ml at 4 mg/day and bupivacaine 2mg/ml at 0.8 mg/day via an implantable pump for non-malignant pain and lumbar radiculopathy. The patient¿s medical history and concomitant medications were reported as ¿n/a.¿ it was reported that there was a change in therapy effect. It was reported that the patient stated ¿back is killing me.¿ the patient had to go to the emergency room (ER) on 2014-05-13 due to the pain. The event occurred prior to pump refill. It was noted that the refill date was missed; the volume in the pump was ¿below recommended volume to maintain adequate infusion.¿ it was further noted that the pump went ¿empty about a month ago.¿ the patient was supposed to get their pump filled on ¿a tuesday.¿ while the patient was on their way to the clinic, patient was canceled and told to come the following ¿thursday.¿ it was reported that the patient could not take off more work and had to miss their appointment. The week prior to (B)(6) 2014, the patient went through withdrawal because their pump ran empty. There was no report of the pump alarming. It was reported that the ¿next refill date¿ was for (B)(6) 2014. The patient had moved quite a distance away from the pain clinic in which they were implanted. The patient had ¿no showed¿ on more than one occasion which caused their drug to be ¿wasted.¿ it was hard for the patient to get rides and it was very expensive to get to the cities. The patient did not understand why they were having such a problem getting ¿results.¿ they were ¿carrying a great deal of anger.¿ the clinic was going to call the patient the next morning. The clinic had a different story than the patient about the patient¿s history. It was noted that the patient had missed multiple refill appointments and had threatened the office staff. The patient had to drive 300 miles each way every month to get the pump filled. It was a five hour drive each way and cost the patient (B)(6) every trip. The last refill date was changed without notice ¿again¿ and the patient was not able to make their new refill date. Another time the patient drove down in a blizzard for five hours and their ¿workers¿ never showed up. The patient had to regularly set up transportation and it was impossible to get transportation arranged in one or two days. The patient was never notified of appointment changes. It was later reported, the patient was non-compliant with pump fill appointments due to financial issues. As of (B)(6) 2014, the pump was still empty. It was noted that the patient¿s back hurt so bad that they could not get out of bed. The patient was working with another clinic and was going to get their pump filled on the week of (B)(6) 2014. As of (B)(6) 2014, the patient¿s care was transferred to another physician. The physician had planned to fill the patient¿s pump on the week of (B)(6) 2014 and take over care. It was then reported that the physician was not going to accept the patient and the patient was going back to their original clinic. As of (B)(6) 2014, the patient¿s alarm had been going off every ½ hour. It was reported that the alarm only goes off at night; it was further stated that maybe the patient did not hear it during the day. An alarm was not confirmed through telemetry. It was noted that the patient had been in and out of the hospital and emergency room (ER). In (B)(6) 2014, the pump was removed because it was in the way of back surgery. The pump was noted to be at end of service; noted as ¿2 years over.¿ no device or therapy concerns were reported. It was noted that the hcp would change appointments on the patient. The patient was currently in pain and could not get medication like the pump provided orally. The patient found a hcp that would put in a pump at the end of the month. The patient¿s status was unknown as of (B)(6) 2015. If additional information becomes available, a follow-up report will be submitted.